Event description:
The customer reported that during a hysterectomy and myomectomy, the device knife did not retract and the device jaws could not be re-opened while applied to tissue. The instrument was removed by dissecting the tissue directly adjacent to the jaws. The surgeon completed the procedure utilizing sutures. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.